Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging a settings issue with his onetouch ultramini meter. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began on (B)(6) 2015 at 3:00pm. The patient informed the csr that he manages his diabetes insulin (self-adjuster) and it is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms as a result of the alleged issue however claimed that he was treated by emergency medical services (ems) with food and drink at an unspecified time on (B)(6) 2015, after the alleged issue began. The patient claimed blood glucose tests were performed on a doctor¿s meter at an unspecified time on (B)(6) 2015, after the alleged issue began and results of ¿20, 30 and 17 mg/dl¿ were obtained. At the time of troubleshooting, the csr walked the patient through a retest and the alleged meter issue was resolved. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.